Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without a specific complaint or event. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was operating above elective replacement indicator (eri) voltage with appropriate remaining longevity. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.